Event description:
It was reported that the cine drive on the 9900 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was formatted during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.